Event description:
Pt had order for 5fu 1,800 mg/m2 (3,500 mg) to infuse over 46 hours filled on (B)(6) 2017. Pharmacy prepared reservoir bag with 70 ml + 3 ml overfill 5-fu 50 mg/1 ml per normal procedure. When pt returned on (B)(6) 2017 for pump disconnect. Infusion rn noted small air bubbles in tubing between reservoir bag and walkmed infusion pump. Unable to obtain pump reading from rn, but reservoir bag appeared to be completely drained.